Manufacturer narrative:
The ventilator was was investigated by our field service engineer on-site. The support arm was identified defective. No part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the angle adjustment handle of the support arm comes off. There was no patient involvement. Manufacturer's ref. #: (B)(4).